Event description:
On the basis of field reports, the v-loc fathom caused postoperative complications when the fathom was left too long inside the patient. According to users, covidien should take the corrective: "cut the fathoms short" in the recommended use. Reported person, doctor (B)(6) is a censor and asked for this recommended use. Received the following: the complaint was reported by a censor who examined the following case: a too long left v-loc, 180 fathom got ally with a small intestine loop. We've no further information and we'll get also no more information. I've sent the IFU of the v-loc 180 to the censor, doctor (B)(6).

Manufacturer narrative:
(B)(4).